Event description:
A customer reported receiving a minimum fill notification. There was no reported adverse impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.